Event description:
Reporter indicated that a vns pt had a recent increase in seizure activity. It was not known what the pre-vns baseline seizure level was as the pt was new to the reporter. The reporter stated that the seizure increase may be due to recently adding vimpat medication. Attempts to the treating neurologist for further information are in progress.